Manufacturer narrative:
The involved device has not been returned by the user facility and the lot number is unknown. Therefore, the failure investigation was limited to a review of user facility information and evaluation of a representative retained sample of the same product code. Evaluation of a representative retained sample confirmed no evidence of abnormalities or defects. Testing of the reserve sample confirmed that performance specifications were met. Although the cause of the reported event cannot be definitively determined based upon the available information, the event description is most consistent with damage to the guidewire due to either contact with a hard, sharp surface during withdrawal or excessive manipulation against resistance during the procedure. The device labeling does address the potential for such an event in the warnings / precautions section of the instructions-for-use by statements such as the following: "manipulate the glidewire slowly and carefully in the vessel while confirming the behavior and location of the wire's tip under fluoroscopy"; and "if any resistance is felt, or if the tips behavior and/or location seems improper, stop manipulating the glidewire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guidewire's tip, damage to the catheter, or damage to the vessel." All currently available information has been placed on file by qa at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).

Event description:
Per the (B)(4), which was received from the FDA on (B)(4) 2013: "while trying to pull the glidewire back through the sheath, the guidewire was visualized to be shredded in parts. There were no residual parts of the glidewire left in patient¿s body per fluoroscopy. The patient's procedure was able to be completed. A similar incident happened during a cardiac catheterization on a different patient with a different physician a few days later. The wire had the same part numbers. The wire was not kept and additional information is unknown.¿ due to the fact that two separate events were reported by the user facility on the single medwatch report, two separate MDR's are being filed in response. The manufacturer medwatch report 9681834-2013-00100 is being submitted in relation to the initial event. This report, 9681834-2013-00101 is being submitted in response the second event regarding the similar incident that happened during a cardiac catheterization procedure. Information obtained during follow-up communication with the contact at the user facility included: the entire device was able to be retrieved; the initial procedure was completed successfully; and there was no injury to the patient as a result of the event.